Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead triggered an alert for automatic thresholds greater than programmed amplitude or suspended. Actual outputs were high. A threshold test in clinic was recommended. The product is currently implanted and in person device check was already scheduled. There was also an atrial flutter that was under sensed, and pacing was delivered due to this patient condition. Reprogramming options were discussed for the crt-d. No additional adverse patient effects were reported.